Manufacturer narrative:
The investigation is not yet completed. Investigation results are pending. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported that the light was out. No negative impact in state of health reported.

Manufacturer narrative:
Per manufacturer's investigation results: during the manufacturer's technical inspection, the error description provided by the customer was confirmed. Based on the defects identified during the technical inspection, it is concluded that the described fault was caused by improper use. The cable breakage identified during the technical inspection is the cause of the led failure, which was caused by improper use. According to the IFU visual as well as functionality should always be checked before every use to avoid injuries and damages to the product. This event is filed under internal complaint ID: (B)(4).